Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced a faulty hard drive. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that when pressing the thumbnails for viewing on the left monitor of the 9800 system, the left monitor would sometimes display all black image. There was no report of patient injury.